Event description:
Customer reported images are not coming up, and the collimation is encroaching on the image. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. System operates as intended.